Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, lot# unknown, product type: programmer, physician.

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal baclofen 500 mcg/ml at 400 mcg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The hcp just programmed flex programming/updated the pump, and they realized that they had programmed the pump in error. The drug daily dose was entered as the basal rate. Troubleshooting resolved the reported event. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.